Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 400 mg/dl. The customer also had a rapid heart beat, muscle pain and poor vision. The customer was working in her office when she began experiencing high blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised the caller that the tubing clamp would be sent to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.